Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a low grade fever, swelling, redness and warmth at their ipg site. No traumas or falls. Patient met with an infectious disease doctor and no infection suspected. Suspects inflammation or fluid filled sac forming behind the ipg. Will follow up.

Event description:
Additional information received identified the patient received antibiotics for 8-12 weeks and the PICC line was placed. The patient is doing well and the ipg site is better.

Event description:
Follow up revealed the patient underwent surgical intervention on (B)(6) 2018, where the physician washed out the drg ins pocket site with antibiotic solution. In addition, the ins was removed from the pocket and washed with antibiotic solution as well. The leads were placed back into the same ins. Culture results are pending. The physician indicates tissue inflammation with no signs of infection. The ins remains implanted, and the patient is receiving effective therapy.

Event description:
It was reported that the patient had their system explanted on (B)(6) 2019 due to continued infection.